Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the delta pressure was around 40 mmhg immediately on the first day. On the second day of ECMO the delta pressure went up to 70 mmhg despite adequate activated clotting time (act) was maintained. No hemolysis was noted. The hls set was exchanged. In the affected hls set were no clots visible. The failure occurred during treatment. The customer confirmed that during priming procedure no failures occurred. There were no leaks or air in the circuit. A technical investigation of the affected product could not be performed, as the customer discarded it. Therefore no root cause could be determined. No further information on the patient hemodynamics and data will be provided by the customer. According to the risk file of the hls set advanced the following root causes can lead to the reported failure: - wrong pressure measurement due to a malfunction of the pressure sensor - blockage of oxygenator the production records of the affected shls module advanced adult were reviewed on 2023-06-22 for the reported failure. According to the final test results, the hls module passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "pressure reading issue" could not be confirmed, as the product was not available for investigation. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : hls set was discarded by customer.

Event description:
It was reported that the delta pressure was around 40 mmhg immediately on the first day. On the second day of ECMO the delta pressure went up to 70 mmhg despite adequate activated clotting time (act) was maintained. No hemolysis was noted. The hls set was exchanged. In the affected hls set were no clots visible. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.